Event description:
It was reported that the patient presented for follow-up with a gradual rise in capture threshold that resulted in loss of capture failure by the left ventricular lead. Also noted was high pacing impedance. Lead fracture was suspected. The lead remained in service. No further information or adverse patient effects were reported.

Manufacturer narrative:
Medwatch voluntary MDR report #: mw5119941.